Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
Dealer stated the end-user alleges that when attempting to lock the right brake it will not engage. No serial number provided.